Event description:
Doctor attached the transbuccal modular handle to the cannula, and using the trocar, placed this through the cheek. When he retracted the transbuccal handle to locate the cannula over the most distant hole position, it suddenly detached from the cannula and the handle scratched across the pt's cheek, causing a cut.

Manufacturer narrative:
Unit not yet returned for eval. Model # 220-0579.